Event description:
Urotrack catheter lumen clogged and would not allow any urine to pass. After procedure done drapes off pt. Another foley put in pt and 800 cc of urine output. This was an emergency CABG.